Event description:
A recurring bluetooth error was reported, occurring three times weekly, causing high blood glucose levels for the patient. Despite attempts to address the issue by resetting the pump, as previously advised, and even obtaining a new phone, the problem persisted, causing the continuous glucose monitor to become unresponsive, necessitating frequent pump resets. The patient's healthcare provider expressed dissatisfaction with past troubleshooting efforts and suggested that a replacement pump under warranty was necessary due to the continued impact on blood glucose levels. An insurance request for a new pump was denied, prompting further follow-up to confirm additional errors.